Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe b vacuum valve (solenoid-valve) to resolve the issue. The system functioned properly without any issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the reagents in the reagent wheel of the unicel dxc 600 pro synchron system were wet. After being instructed to perform troubleshooting, the customer noted that the reagent probe b was leaking. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.